Event description:
It was reported that the handpiece has the snaplock broken. The drill came out while burring and surgeon forcefully pushed it in, turned it and it broke. We were able to recover the case and finish burring tibia by holding it in place. No surgical delay or patient injury was reported.

Manufacturer narrative:
The navio handpiece (part number 110004 / serial number (B)(6) ), used in treatment, had a broken snap lock during a procedure on (B)(6) 2016. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The drill carrier portion of the snap lock was dislodged. These parts are held together by a laser weld but can be disassembled through excessive force. It was reported from the event that the surgeon was "very forceful" with the drill and handpiece connection. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause of this issue was found to be user error. No corrective actions were initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to the navio surgical system instrument kit guide to cleaning and sterilization and navio surgical system for unicondylar knee replacement and patellofemoral arthoplasty user's manual.